Manufacturer narrative:
Corrections to: d4. Lot number. D4. Expiration date. D4. Additional unique device identification (UDI) number(s). H4. Device manufacturer date. The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: unknown. Event description: for information purposes: I was in the account supporting other product usage when I was informed by the theatre 17 team lead of internal reporting of 2 incidents where the epix disposable clip applier was not applying clips when fired/firing intermittently. The team lead was not present for the cases therefore was unable to confirm which case this occurred during, which consultant/registrar was operating or further details regarding event history other than a note left with the empty packaging for the lot number reference. Additional information received from applied medical representative via email on 27jun25: when in the account yesterday I was not able receive any further information other than originally submitted. No pictures available. Patient status: no patient complication reported. Intervention: not clarified.

Event description:
Name of procedure: unknown event description: for information purposes: I was in the account supporting other product usage when I was informed by the theatre 17 team lead of internal reporting of 2 incidents where the epix disposable clip applier was not applying clips when fired/firing intermittently. The team lead was not present for the cases therefore was unable to confirm which case this occurred during, which consultant/registrar was operating or further details regarding event history other than a note left with the empty packaging for the lot number reference. Additional information received from applied medical representative via email on 27jun25: when in the account yesterday I was not able receive any further information other than originally submitted. No pictures available. Patient status: no patient complication reported. Intervention: not clarified.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.